Event description:
It was reported that during an atrial fibrillation (afib) procedure, after double transeptal, mapping was started and the patient went hypotensive. An intracardiac ultrasound was performed and a cardiac perforation was discovered. The physician proceeded with a cardiac tap setup upon which 410ml of blood was removed from the pericardium. No ablation was performed. The patient was stabilized and case was cancelled. The event required 2 days hospitalization.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).